Event description:
A trilogy 100 device was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer service center, two ventilator service required error codes relating to 'loss of comm int li ion' and 'perm fail int li ion' were found in the device's error log. The service technician states that the power management printed circuit assembly (pca) board and the internal battery were replaced to resolve the errors. Additionally, it is noted that the front enclosure, rear case enclosure, detachable battery connector assembly, handle, exhaust fan, base enclosure, power cord clamp, and porting block have been replaced due to physical damage. It is also noted that a not-reportable ventilator service required error relating to an 'urgent reminder' was found in the device's error log. The device passed all testing.